Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 02-mar-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving hydromorphone (3 mg at 1.24897 mg/day), bupivacaine (10 mg at 4.16323 mg/day), and baclofen (300 mcg at 124.89685 mcg/day) via an implanted infusion pump. It was reported that on (B)(6) 2020 the patient experienced ongoing lower extremity numbness. In (B)(6) 2019, the patient had reported left lower extremity numbness and the intrathecal (it) rate was decreased to determine if the it bupivacaine might be contributing, but the symptoms did not improve. At the visit on (B)(6) 2020, the patient had a new onset of right lower extremity weakness and numbness in addition to the left lower extremity numbness. A catheter access port dye study was ordered to rule out catheter involvement. At the time of report, the cause of the symptoms was unknown. The etiology indicated that the event was possibly related to the device/therapy, and was possibly related to the drug. The event was not related to the implant procedure. The event was ongoing and no action had been taken at the time of report. No further complications were reported or anticipated. Additional information received from a healthcare provider via a clinical study reported the patient had a catheter dye study, on (B)(6) 2020, and it was noted the catheter migrated from t1 to l1. The it rate was decreased. The device diagnosis was catheter dislodgement.